Event description:
It was reported that the device had a primary audible alarm bgnd test error during the infusion. There was patient involvement, and unknown harm/adverse event reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 2183161-2025-00053. The date of that submission was 25-mar-2025. One device was received for investigation. The device was visually inspected and functionally tested. Complaint confirmed by checking the alarm history. Device is repair by replacing the speaker. The device passed all functional tests after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.